Event description:
When the surgeon inserted the cc4204a collamer single piece lens, the patient's posterior capsule collasped and the lens fell back in the eye. The lens was cut out of the eye, a vitrectomy was performed and an acl was implanted. The incision was sutured. The reporter stated the patient had a dense cataract and the eye was unstable following phacoemulsification. Consequently, the customer concluded the incident was the result of the patient's anatomy and the related to the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric.(B)(4): evaluation results:visual inspection of the returned product showed the lens was returned in liquid and the optic was torn. Check both sides of the optic/haptic for sharp rough edges. Edges were found to be acceptable.(B)(4).